Event description:
One endeavor sprint rapid exchange (rx) drug eluting coronary stent (details unk) was deployed in a pt. However, it was reported that the pt suffered a mi due to spiral dissection of the lad. Repeated pci was performed with deployment of a drug eluted stent. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: mi, dissection.